Event description:
It was reported that the patient did not charge the ipg as recommended due to ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted.